Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f short sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that once the balloon was at the arteriotomy, the device jammed and the sealant would not deploy. The device was removed and the patient was converted to 25 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant sleeve was received in the manufacturing position. Shuttle movement was checked and no resistance was felt. The catheter shaft, the advancer tube and the shuttle cartridge were inspected for any presence of adhesive. No evidence of adhesive was observed. The review of the lhr (lot f1316906) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed no returned procedural sheath for physical investigation, the probable root cause for the reported device deployment jam could not be conclusively determined.